Manufacturer narrative:
Zoll medical corp has not rec'd the product and this complaint is still under investigation.zoll medical corporation has not received the product .

Event description:
During functional testing, the device gave a "unit failed" prompt and displayed a red "x" indicator. No pt involvement in the reported malfunction.